Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the cartridge was leaking from the cartridge o-ring. The customer experienced an elevated blood glucose (bg) level displayed as "high". Although, a specific value was not provided. The customer administered a correction injection to address bg. Customer loaded a new cartridge to address the issue.